Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow users to login during an ongoing procedure. Customer added that there was no harm to the patient, and they were able to retrieve the required medication from a different anesthesia device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon review, it was determined that the initial MDR (MFR 2016493-2025-66961) was submitted in error, as there was an existing submission (MFR 2016493-2023-01228). This supplemental is to retract the initial MDR (MFR 2016493-2025-66961). Another supplemental was sent for the original (MFR 2016493-2023-01228).

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow users to login during an ongoing procedure. Customer added that there was no harm to the patient, and they were able to retrieve the required medication from a different anesthesia device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-oct-2021 to 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner disconnected and reconnected due to loosen usb connection. A field service engineer replaced barcode scanner to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.